Event description:
According to the reporter: for the low anterior rectum resection, the surgeon started to fire the device, however it stopped on the halfway. The procedure was completed with another device. The status of the patient is with no problem. No patient adverse events reported.